Manufacturer narrative:
Update to h6: investigation findings. Update to h6: investigation conclusions.

Manufacturer narrative:
According to the customer, the harmonic shears "broke and burnt up inside patient". No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the harmonic shears "broke and burnt up inside patient".